Event description:
It was reported that on an unknown date during a post-operative follow-up evaluation for a right hip osteotomy, an infection was discovered. The decision was made to remove the implanted devices, it was confirmed there were no issues with the devices. On (B)(6) 2014, the hardware was removed and antibiotic beads were placed to treat the infection. All devices were successfully removed. No surgical delay or patient harm was reported. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported only as (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.